Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444. UDI number: (B)(4).

Event description:
On (B)(6), the surgeon told directly to the field service engineer (fse) that the 3d model of the CT scan disappeared when he tried to change the 3d segmentation level on the planning station. This event occurs during the planning of a biopsy, the problem was solved by doing directly the planning on the robot. After some test on the planning station laptop, this issue is repeatable on each patient folder ( with CT and irm ) on the laptop in rosa brain software 3.1.0 but it worked on the maintenance session and on the robot.

Manufacturer narrative:
It was reported that the 3d model of the CT scan disappeared when the surgeon tried to change the 3d segmentation level on the planning station. A DHR and a complaint history review was performed and did not identify any contributory factors to the event. The investigation concluded that the cause of the issue is a known design defect recorded under the reference ar-1784. (B)(4). The device model rosa one is not FDA cleared but is similar to the device rosa brain 3.0, classified haw and cleared under k172444.

Event description:
On wednesday 24 october, the surgeon told directly to the field service engineer (fse) that the 3d model of the CT scan disappeared when he tried to change the 3d segmentation level on the planning station. This event occurs during the planning of a biopsy, the problem was solved by doing directly the planning on the robot. After some test on the planning station laptop, this issue is repeatable on each patient folder ( with CT and irm ) on the laptop in rosa brain software 3.1.0 but it worked on the maintenance session and on the robot.